Event description:
Customer reported to beckman coulter, inc. (Bec) that the access 2 portion of the unicel dxc 600i synchron access clinical system generated low patient results when the samples were run through the closed tube aliquotter (cta) portion of the system. Customer indicated that the problem started after the cta aspirated a clot earlier in the day. Bec customer technical support advised the customer to run the samples directly on the access 2. Customer reported that the results were higher when the samples were run directly on the access 2. Customer reported that the erroneous low results were reported out of the laboratory. Customer reported that the erroneous results were corrected. Customer reported that patient treatment was not impacted. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the nut on the sample probe was mis-threaded. The fse corrected and tightened the nut on the sample probe. The fse found dried wash buffer beneath the sample syringe t-valve, the fse replaced the t-valve. The fse also found dried buffer on the wash tower. The fse replaced the bearings on the wash tower.